Event description:
It was reported that a user attempting their first supply change for the ilet pump was unable to remove the cartridge connector, despite guidance to rotate the connector to the 9 o¿clock position and pull, confirm correct pump orientation, and use pliers for leverage. Customer care provided support which included troubleshooting and education remotely. Investigation of this case revealed user difficulty with cartridge connector removal, with no device alarms and no confirmed device malfunction. No adverse clinical effects during the event reported. Outcomes included no impact to health or medical care. It was concluded, based on previously established findings for similar reports, that the cause was use-related technique during cartridge change.